Event description:
The user facility reported that an employee obtained an injury to their left wrist while loading their atlas loading car into the eagle 3000 sterilizer. Medical treatment was sought and administered (brace).

Manufacturer narrative:
A steris service technician arrived onsite to inspect the loading car, transfer carriage, and sterilizer. The technician found them to be operating properly; no repairs were required, and the units were returned to service. While onsite, the technician learned that the employee pushed the transfer carriage into the sterilizer without properly fastening the loading car to the transfer carriage. As a result, when the employee removed the transfer carriage from the sterilizer, the loading car was not properly aligned with the track inside of the sterilizer's chamber. The employee manually lifted the loading car to align it with the track causing the reported event to occur. The technician counseled user facility personnel on the proper use and operation of the atlas loading car, specifically properly engaging the loading car to the transfer carriage. No additional issues have been reported.